Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Instrument passed electrical continuity test. Additional observations not reported by site were main tube damage and bipolar pin bent. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The bottom bipolar pin was also found to be bent towards the top pin. Engineering concluded that damages were likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si prostatectomy procedure, the customer noted that the clamp was dislocated at the base of the precise bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.